Manufacturer narrative:
A company representative evaluated the system during preventive maintenance, no issue was found with the system that could contribute to the reported event. System was tested and verified to meet specifications. There is insufficient evidence at this time to indicate that the design or performance of the laser had any effect on the integrity of the anterior capsule. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Product manufacturing site updated due to receipt of completed questionnaire. Manufacturer report number corrected and reported under 3008772169. New information received indicating that the suspect product has changed and a new manufacturing site has been provided. All further information received for this event will be provided under a new MDR number. There will be no more supplements provided under this mfg 2028159 number. (B)(4).

Event description:
New information received from the completed questionnaire indicated that the capsulotomy looked intact at the beginning of the case. Prior to the insertion of the intraocular lens (iol) a "perfect break" in the capsule was noted at six o'clock extending past the pupil. The surgeon suspects since the capsulotomy break was so perfect that it must have been induced by the laser.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during a laser assisted cataract extraction with intraocular lens implant procedure the patient experienced a small anterior capsule tear in the right eye. The tear was noticed after irrigation/aspiration (I/a). The tear did not extend posterior and there was no vitreous lost. The planned intraocular lens was inserted into the bag and the case was completed without further incidents.